Manufacturer narrative:
Continued e.1.: phone number: (B)(6), continued e.1.: fax number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side rupture. And capsular contracture, baker grade I. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to d6a implant date: partial implant date was provided as "2003" a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification) and a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade I. The device has been explanted and replaced with another manufacturer's device.